Event description:
It was reported that during an analysis of a handheld computer no longer in use by the company representative, that main battery would not hold a charge while on ac power. The case for the anomaly is associated with broken solder connections on the handheld main board. After the broken connections were resoldered to the main board, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.